Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was dissatisfied with the results his scs system was providing. The pt has not used his scs system for approx 1 year and would like the system explanted. F/u pending.